Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Lap cholecystectomy - the cd001 bag was deployed inside the patient, the gallbladder was placed inside the bag and removed. Once the gallbladder was removed from the patient the doctor noticed that one of the metal prongs fell off inside the patient and was laying on an organ. The prong was safely removed from the patient. Type of intervention - unk. Patient status - there was no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon inspection, engineering noted that the event unit met all specifications. Both metal prongs were attached to the device. After evaluating the returned piece of metal, engineering determined that it had come from an assembly tool that was used to assemble the tissue retrieval bags. Applied medical has recently implemented process improvements intended to minimize the potential for this type of incident to occur during the manufacturing process. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.